Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. Motor passed motor test. Pump received with cracked battery tube threads, reservoir tube, reservoir tube lip, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the pump had motor error alarm and prime/fill anomaly. The blood glucose at the time of the incident was 58 mg/dl. Troubleshooting was not performed. The device will not be returned for analysis.